Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02033 and 2134265-2018-02034. It was reported that foreign matter was found in the package. During unpacking of a 16x60/9frx75cm wallstent® endoprosthesis, it was noted that there were smudges on the inner sterile tray. The device was never introduced to the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis within the outer box carton. Both the outer box carton and two inner pouches were opened prior to receipt for analysis. The tray containing the device was removed from the inner pouch and it was noted that a white substance was present on proximal section of the tray. The device was still within the tray and was unused. A visual and microscopic examination of the device identified no issues with the returned device that could have contributed to the complaint incident. The white foreign matter noted on the tray was not identified on the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02033 and 2134265-2018-02034. It was reported that foreign matter was found in the package. During unpacking of a 16x60/9frx75cm wallstent endoprosthesis, it was noted that there were smudges on the inner sterile tray. The device was never introduced to the patient. No patient complications were reported.